Event description:
The user facility reported that a hose separated from the system 1e processor, causing water to flow onto the floor where the system was located. Facility personnel shut off the water supply. No injuries or procedural delays were reported. Property damage was reported.

Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. The steris service technician has installed new hoses and connections on this system 1e processor (field correction #3000251274-7/10/2012-001-c). The technician tested the unit, including running a diagnostic and processing cycle and confirmed the unit was operational.